Manufacturer narrative:
(B)(4). Method: the subject bc801-10 infant nasal mask medium bcpap was not returned to fisher & paykel healthcare (f&p) in new zealand for evaluation. Our investigation is thus based on the information provided by the healthcare facility and our knowledge of our product. Results: the healthcare facility has reported that the bc801-10 infant nasal mask medium bcpap was slipping out of the flexitrunk interface very easily. Conclusion: without the subject device being returned for evaluation, the exact cause of the reported event could not be determined. Tthe user instructions that accompany the flexitrunk infant interface state: connect prongs and mask to nasal tubing ensuring that it is inserted fully. If using mask: connect to patient by placing mask around the nose. The mask should sit comfortably around the patient's nose. It must not occlude the nostrils or touch the septum and should not be over the lip or over the eyes. -check that all circuit connections are tight before use and after any adjustment. Section d4 & section h4: device details were not received from the customer. Section g4: PMA/510(k) number: no 510(k) number was added in section g4 of the report because the device is a class 1 device and exempt from PMA pathway to regulatory approval.

Event description:
A healthcare facility in illinois has reported via a fisher and paykel healthcare field representative that the bc801-10 infant nasal mask medium bcpap was found to be slipping out of the flexitrunk interface very easily during use. There was no reported patient consequence.